Manufacturer narrative:
Zocca, paolo, md, et.al., 5-year outcome following randomized treatment of all-comers with zotarolimus-eluting resolute integrity and everolimus-eluting promus element coronary stents, jacc: cardiovascular interventions, 2018;11:462-9. Device is combination product. Device evaluated by MFR:the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same journal article as MDR 2134265-2018-03358 and 2134265-2018-03599. (B)(6). It was reported via journal article that stent thrombosis, myocardial infarction, and target vessel revascularization occurred. The study sought to evaluate for the first time the 5-year outcomes after treating an all-comers population with newer-generation cobalt chromium-based non-bsc zotarolimus-eluting stents (zes) versus platinum chromium-based promus element everolimus eluting stents (ees). At discharge, most patients (99%) were treated with antiplatelet therapy. Five-year clinical follow-up data was available in 99.3% of the patients. The zes and ees groups showed favorable outcomes, with similar 5-year incidence of target vessel-related myocardial infarction and target vessel revascularization. The 5-year incidence of definite or probable stent thrombosis was similar. At 5-year follow-up, the non-bsc zes and promus element ees showed similar and sustained results in terms of safety and efficacy for treating a broad population of all-comers.